Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. Upon inspection, it was found that the opening cable was jammed between the toggle and the pulley in the end effector, which interfered with the normal opening and closing actions of the device. The complaint was confirmed.

Event description:
A clip failed to deploy. The orange tab disconnected from the device, finally it deployed but failed to close and it wasn't possible to remove through the port. The clip was tested prior to using it.